Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured and the results were within specification. Therefore, this issue is confirmed to brownout reset. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Device history reviews for the libre sensor and sensor kit indicated by the serial number provided by the customer. The dhrs showed the unit passed all tests prior to release. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform a "replace sensor" message with the adc device. The customer indicated that due to this issue, they experienced an adverse event in which they required treatment of juice, sugar, and/or food by a non-healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.